Manufacturer narrative:
Qn#: (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that cardiac tamponade occurred during the procedure with a balloon catheter due to the pressure applied with the catheter into the coronary sinus. An urgent cardiac surgery was required. According to follow-up information received, the patient is still in the hospital, but improving.

Event description:
It was reported that cardiac tamponade occurred during the procedure with a balloon catheter due to the pressure applied with the catheter into the coronary sinus. An urgent cardiac surgery was required. According to follow-up information received, the patient is still in the hospital, but improving.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of catheter difficult to advance in patient is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.